Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during a treatment procedure, a shaft kink occurred. Femoral access was gained via the femoral artery. The, concentric, denovo target lesion was located in a 90-99% stenosed, mildly calcified and mildly tortuous left circumflex artery. Following predilatation with a 2.0 x 12mm balloon, the 20 x 3.00mm liberte bare metal stent delivery system was introduced but could not be advanced over the guide wire within the guide catheter and a shaft kink occurred. The device was removed and the procedure completed successfully with the implantation of a bsc stent and a non-bsc stent. No patient complications were reported and the patient's status is stable. However, device analysis revealed a shaft fracture.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: a visual inspection of the returned device revealed blood in the wire lumen. The balloon was tightly folded with the stent secure between the markerbands. The distal tip was damaged. The hypotube was fractured 26.5 cm from the hub. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload. The hypotube was kinked 25.5 cm from the hub. The inner diameter (ID) of the tip and wire exit notch were measured and were within specifications. A new .014" guide wire was advanced all the way through the wire lumen with no unusual resistance encountered. There was no damage to the stent. There was no evidence of material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is not confirmed. (B)(4).